Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. A bg value not provided, and the cause for the reported issue was unknown. The customer disconnected from the pump and addressed bg level with a manual insulin injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.